Manufacturer narrative:
The product was not returned for analysis. Product history records showed the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the iol was exchanged due to the pt experiencing glare. Additional info was received from the surgical coordinator, who reported that the outcome of the event resolved with the iol exchange. The iol was exchanged for a different lens model.